Event description:
It was reported that the customer experienced a low blood glucose (bg) of 25 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Ultimately, the customer reverted to an alternate method of insulin therapy.